Event description:
During a tracheostomy change the nurse experienced difficulty removing the trach as she could not get the cuff to fully deflate. The nurse removed it with the cuff partially inflated. The patient had no distress and recovered with no incident related medical sequelae.

Manufacturer narrative:
Device evaluation: review of the device history record and related documents did not show any related manufacturing issues. Inspection and testing indicated that the device met with requirements prior to release. The suspect device was returned and evaluated. Investigation determined that the returned sample met manufacturing and dimensional requirements for this product. The device passed functional testing.